Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that further reprogramming occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and the right atrial (ra) lead exhibited diminished sensing of the p wave. Reprogramming occurred and the lead was revised. It was further reported that after the revision procedure, the ra led exhibited under-sensing which caused heart rates below the lower programmed rate. The lead remains in use. No further patient complications have been reported as a result of this event.